Manufacturer narrative:
The MFR did not receive device, x-rays or other source documents for review. As no lot number was provided for the device, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, that changes this assessment, an amended med device report will be submitted. (B)(4).

Event description:
It was reported that the pt was implemented a hip stem generic in (B)(6) 2004. The pt had a hip stem generic breakage and the pt was revised in (B)(6) 2014. Comment: exact month and date of implantation are unk so the first month and day of the year were taken.